Event description:
The customer reported that during set-up for an automated peripheral bloodstream cell (autopbsc) collection, a kink was noticed on the plasma tubing from the disposable set. There was not a transfusion recipient or patient involved at the time of the event, since it occurred during set-up before a patient was connected, therefore, no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Tubing is not affixed within the packaging and shifting may occur during packaging and transport to sterilization. Following exposure to the heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. Only the most severely occluded kinks in the tubing should be cause for rejection to prevent usage of these disposables in procedures. A review of the lot for similar reports was carried out, none have been reported. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the kinked tubing experienced by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: an unused spectra set was returned for investigation. Upon visual inspection a kink in the plasma line coming from the channel was noted. No other disposable defects were noted with the set. Root cause: possible root causes were provided in the initial report for this event.